Event description:
It was reported this implantable cardioverter defibrillator (ICD) device exhibited a code 1005, indicating an open circuit condition. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data had been included in the report.